Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level. Additionally, it was reported that the pump's alarm sound was not annunciating. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.